Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction to h6 of the initial medwatch report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Upon further evaluation, service insertion tube was crushed due to external factors. In addition, the insertion tube had wrinkling. The forceps/instrument channel was buckled, preventing smooth insertion of the forceps. The control section was deformed, the rubber adhesive was chipped, and the universal cord was crushed. The bending angulation was insufficient due to stretching of the angle wire. The paint was peeling on the eyepiece unit, and scratches were observed on the control section, grip, eyepiece unit, angle lever, up/down plate, universal cord, light guide connector, and the diopter ring, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device tube was crushed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.